Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: a complaint was received about malfunctions of three different kinds of temporary aneurism clips. The products are not available for investigation, but a video of the surgery has been provided. There was a 15 minute surgery delay. The product is not available for investigation. According to the statement of the responsible product manager of the marketing department, the used forceps is not an aesculap application forceps. Clips must be used only with the appropriate size of applying or removing forceps. The device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to OEM specifications valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of the investigation the root cause of the failure is most probably related to an insufficient usage. According to the IFU the clip must be used only with the appropriate size of applying or removing forceps. A CAPA is not necessary.

Event description:
(B)(6). Clips didn't close correctly so that the vessel has bled further. The sister had to rinse again and again to get a better view. No information about the lot number. All clips, which are ordered for the surgery normally are prepared without package in one box for the surgeon. Surgery delay: 20 minutes, no further consequences for the patient. Components in use listed as concomitant devices are: ft180t / yasargil ti temp mini-clipstrnarr 3mm, ft182t / yasargil ti temp minislt-cvdnarr2.8mm, ft200t / yasargil ti temp mini-clip str 3mm.